Event description:
The cutting balloon was inflated multiple times to perform the procedure successfully. When the cutting balloon came out of the catheter, one of the atherotomes dislodged and was retrieved with no pt complications.